Event description:
It was reported that the patient could not get stimulation to switch on and an error message of a ¿circle with a line through it and 3 arrows¿ was coming up. It was later reported that the patient had been unable to communicate with their device. An attempt was made with both the recharger and patient programmer but the error message previously described came up. It was ¿assumed¿ from the error screen that the battery was overdischarged. The patient experienced a loss of stimulation as a result of the event. The reporter was going to have to do a physician ¿restart¿. Approximately a week later, it was reported that a physician restart had been performed on the battery as it had overdischarged. The battery was working at the time of the report. The patient reportedly had a fall and now stimulation wasn¿t the same as it was prior to the overdischarge. The patient was waiting to be x-rayed.

Manufacturer narrative:
Concomitant product: product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
Additional information reported the patient¿s impedances were tested and they were ¿all within range.¿ it was noted the patient¿s x-ray results remained unknown at the time of follow-up.